Event description:
The subject was reported to have an increase in pain, and was readmitted to the hospital.

Manufacturer narrative:
This MDR is being filed based on information provided from clinical retrospective study.